Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect stat ck-mb results for one sample. The following data was provided: on (B)(6) 2021 initial result = 0.6 ng/ml, repeat = 28.3 ng/ml no impact to patient management was reported.

Manufacturer narrative:
Service inspected the instrument and found deposited substances on both sides of the trigger solution pump. The trigger pump (rohs) was replaced which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional discrepant ckmb results reported for isr52641. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the trigger pump (rohs) did not identify any trends. A review of tracking and trending for the architect i2000sr did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the trigger pump (rohs) or the architect i2000sr processing module for serial isr52641 was identified.